Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was to request eos MRI eligibility form. Patient stated their doctor believes their battery has reached eos because patient was unable to get it to connect to ins. When asked for event date, patient said they noticed their interstim stopped helping with their bladder symptoms about 6-7 months after they got it implanted. Patient stated that due to inefficacy, they turned their therapy off about 2-3 years ago. When patient went in for their MRI scan last week, they discovered they were unable to connect to ins. Patient got message on controller showing a question mark, indicating inability to connect. Patient now requesting eos form to complete prostate MRI. Agent reviewed MRI scanning guidelines and how they apply even if the form is filled out. Agent reviewed the form is to be filled out by hcp to which patient verbalized understanding. Patient still requested to have form printed out and mailed to them to give to managing hcp. Mailing information confirmed, and email request to have form mailed was sent.